Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the na (sodium) reference electrode had 2 quad rings, and the na measuring electrode had none. This would have occurred when the customer was troubleshooting the original issue. However, the fse noted continuing issues and replaced the carbon bridge (b12181) which improved performance.

Event description:
The customer reported false low na (sodium), calc (calcium) and/or false high cl (chloride) test results were generated for 4 patient samples when using the unicel® dxc 800 synchron® system. When the issue was noticed, the samples were repeated on another dxc in the lab and those results reported. There were no erroneous test results reported out of the laboratory. There was no death, injury or affect to patient treatment.